Event description:
New information states that the device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a capture anomaly. The patient did not experience any symptoms. No intervention had been reported at this time.